Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. The evaluation found the coupler was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head displayed error e216 (scope communication error). The issue was found during preparation for use in an unknown diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.